Event description:
It was reported that the lead exhibited noise. When the pocket was opened, insulation damage and separation near the pulse generator header was noted. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found a breach in the insulation near the connector which exposed the coil. This was likely the source of the reported noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
Information received indicates the bed exit will arm but does not alarm.